Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the lad. Three attempts were made with the first vision (lot 6091231) to cross, but it was unsuccessful even after three additional pre-dilations. As the vision was being retracted into the guiding catheter, the stent dislodged. Another company's balloon was used to retrieve the dislodged stent. A new vision (lot 6092531) was removed from the package, but when the protective sheath was removed, the stent dislodged on the stylet wire. The procedure was completed using two of another company's stents. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results conclusion summation - product performance engineering reviewed the incident information. It was reported that the sds would not cross the lesion and when the sds was being retracted into the guiding catheter, the stent dislodged. The instructions for use states that: "an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter." The second rx vision indicated in the event description and in the concomitant medical products is being reported under another MFR#.